Event description:
It was reported that measurements were not good and dislodgement was suspected. When a reposition attempt was not successful, the lead was explanted and replaced. The patient's condition was good before and after the event.

Manufacturer narrative:
Na